Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h3, h6, h11. Corrected fields: b6, b7, d10. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: printed (g1) board malfunction. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event after turning on the power for about 15 minutes, the image turns completely dark was due to printed (g1) board malfunction. The issue traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the high-definition monitor exhibited the image turns completely dark. There were no reports of patient harm.